Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015. On (B)(6) 2015, the patient underwent his second bronchial thermoplasty treatment. No issues were noted to the device. On (B)(6) 2015, the patient was seen in the ER for exacerbated asthma and was treated with standard asthma medication (steroids). On (B)(6) the patient was seen in the ER for exacerbated asthma and was hospitalized. The patient was treated with albuterol and atrophine sulphate every 4 ¿ 6 hours. The patient was discharged (B)(6) 2015. On (B)(6) the patient was seen in the doctor's office. He was still experiencing symptoms of asthma, and is reported to be doing ok.

Manufacturer narrative:
(B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.